Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis. In (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On an unreported date in 2010, a break in aseptic technique occurred, described as patient made a mistake. On (B)(6) 2010, the patient developed peritonitis, not requiring hospitalization. On this same day, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. The culture rerevealed no growth. On (B)(6) 2010, the patient began treatment with monocef 1g intravenous (IV) twice in a day and vancef 500 mg IV twice in a day. Pd therapy continued. On (B)(6) 2010, the event of peritonitis resolved and the patient completed taking monocef and vancef. There was no mention of retraining the patient; therefore it was unknown whether the event of break in aseptic technique resolved. The nurse believed that the event of peritonitis was unrelated to pd therapy. The nurse did not comment on the causality for the event of break in aseptic technique to pd therapy. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.